Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the ball cage was damaged, the gear would not rotate and the coupling shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on mechanical components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the reciprocating saw attachment device would not run. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.